Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the machine is not booting and the display is blank. There was no reported patient involvement.